Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check indicated that the atrial lead had been previously turned off. The lead had triggered an impedance warning for high impedance. The lead also had high threshold and atrial high rate episodes that showed possible oversensing. A fracture was suspected. The lead remains implanted and inactive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and impedance on the atrial pacing lead was beyond the expected lower range. Atrial pace impedance greater than 3000 ohms week of (B)(6) 2013 then steady at 515 ohms through (B)(6) 2015, until begins to vary and rises out of range (greater than 3000 ohms) starting week of (B)(6)2014. Atrial pace impedance alert on (B)(6) 2013 for impedance greater than 3000 ohms. Atrial bipolar lead impedance warning on (B)(6) 2015 when impedance decreased to less than 200 ohms. Analysis of the device memory indicated atrial oversensing. Atrial tachycardia and atrial fibrillation episodes recorded with apparent noise oversensing seen on the electrograms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The analyst noted that the distal conductor was fractured and the dementioned could not be determined due to explant damage. And breached depression was found in varies location. If information is provided in the future, a supplemental report will be issued.